Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had a battery failure on the automated impella controller (aic) for a coronary artery bypass graft (CABG)/5.5 patient. The battery is backup for the a/c power. The instructions for use states to use a backup console for failures. There was no lasting harm or injury and no patient use at the time.